Manufacturer narrative:
The reporter's product and cardiologist office product were requested for investigation and replacement products were sent to them. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter and the cardiologist office meter were provided for investigation where they were tested using a different lot of retention test strips (lot 368890) and retention controls. Meter serial number (B)(4) (cardiologist office meter): testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.3 inr, qc 2: 5.3 inr, qc 3: 5.3 inr. Meter serial number (B)(4) (reporter's meter): testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.3 inr, qc 2: 5.2 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 2%. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated she received a discrepant result when testing with coaguchek xs meter serial number (B)(4) using an unknown test strip lot number and coaguchek xs professional meter serial number (B)(4) using test strip lot number 42400413, with an expiration date of 31-mar-2021. A sample from the patient was tested on meter serial number (B)(4) using an unknown test strip lot number, resulting with a value of 2.0 inr. Upon review of this meter's result memory, the value of 2.0 inr was not observed. Within an hour of the first test, a sample from the patient was tested at the cardiologist's office using the doctor's coaguchek xs professional meter serial number (B)(4) and test strip lot number 42400413, resulting with a value of 2.6 inr. The nurse at the cardiologist office stated there were no concerns with the way their meter was reading. The nurse stated the patient's dose was lowered based on the 2.6 inr value because the patient's inr had increased so much leading up to that point and it was within therapeutic range. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing interval is weekly.